Event description:
Journal article ¿preliminary results supporting the bacterial hypothesis in red breast syndrome following postmastectomy acellular dermal matrix- and implant-based reconstructions¿ reported patient who experienced left side ¿red breast syndrome,¿ biofilm, and possible wound dehiscence. Patient had history of breast reconstruction with concomitant use of acellular dermal matrix. Symptoms of "red breast syndrome" presented 4 years post implant. The device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: wound dehiscence and biofilm.